Manufacturer narrative:
Correction: d4 & h4: the manufacturing and expiry dates are unknown. As the lot number is unknown. Additional information: h3 & h6: the device was not returned for investigation. The quality investigation is complete. H3 other text : device discarded

Event description:
It was reported that during a surgical procedure, the bur broke, the fragment was expelled in the operating room and the remainder of the bur stayed stuck in the associated handpiece drill. It was also reported that a replacement drill and a new bur was used to complete the surgery also broke during the procedure. No further information was provided. This report is for the second bur that broke.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that during a surgical procedure, the bur broke, the fragment was expelled in the operating room and the remainder of the bur stayed stuck in the associated handpiece drill. It was also reported that a replacement drill and a new bur was used to complete the surgery also broke during the procedure. No further information was provided. This report is for the second bur that broke.